Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that stent damage occurred. Following pre-dilatation, 75% residual stenosis was noted. A 2.25 x 32mm synergy xd drug-eluting stent (des) was advanced for treatment. However, the stent strut were found to be lifted. The device was removed with the usual method and the procedure was completed with different device. There were no patient complications nor injuries reported.